Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 05/13/2024, it was reported by a sales representative via sems-06566603 that an ar-3355-4050 scope has a distal lens that is disengaged and rolling into the tip of the scope. This occurred during use in a case with no patient effect. Another device was used to complete the case.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-3355-4050 serial/batch number 15174654 was received for investigation. The visual inspection indicated that the scope lens had become disengaged and rolled into the tip of the scope. A user error is the most likely cause(s) for the reported and observed failure, hitting the device with another device or object, prying/leveraging, or excessive bending forces applied during use.